Manufacturer narrative:
The unique identifier (UDI)# in section d4 is incomplete because of device manufacture date and expiry date was unknown. The product has been returned to the manufacturer but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) ruptured during routine use, and the bright red blood noticed in the helium lumen.

Manufacturer narrative:
Updated fields: h6 (investigation findings, investigation conclusions). Corrected fields: h6 (medical device ¿ problem code, health effect ¿ clinical code, health effect ¿ impact codes). The product has been returned to the manufacturer but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) ruptured during routine use, and bright red blood was noticed in the helium lumen. Patient arrived from or approximately 14:30 with iab in place and functioning, rupture occurred at 18:30. There was no patient harm reported. The following was reported via medwatch (B)(4): at 13:00 an intra-aortic balloon pump (iabp) was placed in the right common femoral artery 2 cm distal to the left subclavian artery with the aid of ultrasound and transesophageal echo. At 18:30, iabp ruptured, blood in tubing. Immediately clamped by registered nurse (rn) and cardiovascular monitoring technician (cvmt) and cardiac care services (ccs) team called. Fellow at bedside at 19:15 to discontinue iabp. Pressure held on right groin site for total of 1.5 hours. Iabp tubing saved. No replacement of catheter.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was covering more than half of the balloon. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was detected on the membrane approximately 1cm from the rear seal measuring 0.013cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint record ID # 1184093

Event description:
N/a